Event description:
A malfunction was reported on the pump by the caller, who noted no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to reach out again if the malfunction recurs.